Event description:
Related manufacturer reference number: 2017865-2024-70551. Related manufacturer reference number: 2017865-2024-70553. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was septic shock.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned with only the connector portion of the lead and visual inspection found no anomalies except procedural damage.